Event description:
The o-ring got stuck and they could not remove the pha driver instrument from the implant. Implant had to be removed manually.

Manufacturer narrative:
Product was not returned for evaluation. Device history record review demonstrated device met design requirements.